Manufacturer narrative:
On (B)(6) 2017, the recipient underwent flap revision surgery. The recipient is reportedly healing well.

Event description:
The recipient is reportedly experiencing pain and bruising at the implant site. The recipient was recommended non-use of the device. Revision surgery to thicken the skin flap is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation reportedly went well. The recipient remains implanted. This is the final report.